Event description:
Elderly female found in cardiac arrest on an in-patient psychatric unit. CPR initiated, crash cart summoned. Ambubag-which consisted of ambubag, & mask were hooked up to portable oxygen & applied to pt. Seal mask balloon expanded & burst. This only resulted in temporary delay, & did not from investigation, impact on ultimate outcome. From investigation, it appears staff hooked up oxygen tubing to mask balloon port instead of one-way valve. Oxygen tubing hooks up to balloon port without much difficulty. This should be changed.